Event description:
It was reported that prior to and during use with 16 bd vacutainer® eclipse¿ blood collection needle the safety shield detaches. There was no patient or user impact. The following information was provided by the initial reporter: customer states safety detaches exposing needle.

Manufacturer narrative:
The following fields have been updated with additional information: d.10 device available for eval? Yes. D.10 returned to manufacturer on: (B)(6) 2023. H.6. Investigation summary: bd received 17 samples for investigation. The samples were evaluated by visual examination and functional testing, each having their eclipse shields activated and the indicated failure mode for defective locking mechanism with the incident lot was observed in one sample as it was received with the eclipse shield broken off. The other 16 samples had their eclipse shields activated successfully with no defects observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.